Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker under-sensed ventricular activity resulting in over-pacing in the right ventricle. Technical services was consulted and noted the atrial and ventricular signals occur almost at the same time (or with a very short av delay) which leads to ventricular sensed activity falling into the blanking period. Therefore, the device does not see it as real intrinsic pacing and provides a pace. Technical services recommended possible conduction testing as well as access to any recent x-ray images, if available. No adverse patient effects were reported. This pacemaker remains in service.